Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they hadn't had an issue with the therapy the whole time they've been implanted but now since about two months ago, they were peeing on themselves again and they were hoping they could have some assistance in turning the stimulation up. The patient stated they tried to increase the stimulation but hadn't been able to connect. The patient stated they'd just moved far away from san marcos, tx where their implanting health care provider (hcp) was and they'd never had a problem so they hadn't looked to find a new hcp since they moved. The patient stated that they did have a fall the other night but that the symptoms returned "way before that" happened. Patient services offered to send the patient physician listings to locate a new managing health care provider (hcp) but the patient declined. Patient services offered to assist the patient in connecting to their settings and increasing their stimulation however the patient hadn't charged their external devices yet and they were still somewhere in the boxes they packed from moving. The patient was going to locate their external devices, charge them and then call patient services back to have assistance in connecting to their settings and increasing their stimulation. The patient reported medical information how they had the device in their buttock for their bladder but they also had a stimulator from another company in their back because they had degenerative disc disease. The patient stated at one point they needed an MRI so "they had to come and turn it off in order to get the MRI" scan. Additional information was received from the patient. Patient repeated information that was reported and documented in the initial call. Patient said is peeing on themself, not able to hold urinate at all for the last 1.5 months. Patient said had a bad fall in the past and fell hard on the implant. Patient said that did receive replacement external devices through the lost/stolen replacement process and has connected to implant since then however since yesterday not able to connect to implant still getting the device not found message. Reviewed troubleshooting steps: repositioned communicator, verified blue side over implant, patient said can readily feel ins. Issue was not resolved. Patient confirmed is placing over the correct device. Replacement request was sent to repair and reviewed if this doesn't resolve then the next step is for device check at hcp office. As requested reviewed physician listings